Event description:
Essure procedure was performed in (B)(6) 2011. Two hysterosalpingograms were performed after the procedure and one never completely closed. Despite birth control efforts, a subsequent unplanned pregnancy occurred. An object was noted by a specialist during an early term ultrasound in the uterus but never acknowledged by medical professionals that were caring for me. I did not find out until after the birth that the entire essure coil actually came out of the fallopian tube and is now lodged in my uterine wall. This meant that pregnancy was high risk and I was never notified or cared for as "though throughout". After the birth of the child, a surgery was done to remove my fallopian tubes with the coils. This is when it was discovered that one of the coils was not located in the tubes (though I had asked for an xray prior to the surgery for location and was told it was not necessary). I was told by my doctor that it most likely came out with the placenta. I insisted on an xray and ultrasound for confirmation of that assumption and that is when the coil as well as fragments were still noted inside of me and located in my uterine wall. I am currently being monitored every 12 months with an ultrasound and xray of the location of coil and fragment until a full hysterectomy can be performed. I originally decided on essure because there was no need for a surgery and I had already had 4 children; in which each pregnancy was progressing with problems with high blood pressure and diabetes, and it could be very harmful for me or another baby if I was to get pregnant again. I now have five children, had one surgery and have to plan another as a result of this device. Many tests and procedures have had to be performed as a result of all of this. I have been severly bloated since the device has been put in and my menstrual cycles have become more frequent and very heavy. This device is not a simple solution to permanent birth control as it claims to be. It can be very costly with continuing medical issues that can result from issues with device, including tests, procedures, surgeries and pregnancy. I have been currently under several physicians care for low levels of iron, fatigue and heart flutters which I believe can be caused by the nickel in my system from these devices. This too hs resulted in many more procedures, tests and medications. Essure devices, one removed, one malfunctioned and out of place.